Event description:
It was reported that the tip of an olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The case was completed successfully with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that the tip of an olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. Additional information indicates the surgical resident inserted the olive wire too far into the bone and was unable to retrieve the broken tip. The device was not returned for evaluation. The UDI referenced is for the sterile kit, sk39, the product is distributed within. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause cannot be determined based on the available information; however, it is possible the technique utilized applied additional bending forces to the device, or it broke due to impact with another device. The case was completed successfully with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.